Event description:
A distributor reports receiving a complaint from the field that the oxygen mask tubing is easily detaching from the oxygen mask and 'glue mark on the tube, it was not glued'.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Should additional info become available a follow-up report will be submitted.